Manufacturer narrative:
Actual used sample was not available, samples from same lot returned for investigation from factory.

Event description:
The patient has been on hd since (B)(6) 2013 and dialyzes mwf (3x/wk). Patient initiated dialysis treatment at 5:49am. Standing blood pressure was 181/146, pulse 110, respiratory 19. Vital signs taken at 5:53am: blood pressure 175/104, pulse 95, blood flow rate 400/ dialysate flow rate 800. Ultra-filtration rate 1000, fluid removed 59, arterial pressure 175, venous pressure 192. Vital signs taken again at 6:03am: blood pressure 155/108, pulse 92, blood flow rate 400 / dialysate flow rate 800. Ultra-filtration rate 1000, fluid removed 225, arterial pressures 176, venous pressure 184 last vital signs taken at 8:01am: blood pressure 132/79, pulse 95, blood flow rate 0 / dialysate flow rate 800, arterial pressure 122, venous pressure 327, ultra filtration 0, fluid removal 2158 medication administered during treatment: venofer 100mg. Per the charge nurse, the technician stated that she went over to the machine because it alarmed, noticed the patient sleeping with her eyes open, called patient's name, no response was received, tech discovered the venous needle about 6 inches out of the patients arm (access), and the patient was unresponsive. Technician found a pool of blood under the patient's chair, about >100ml. Per the staff the paper tape used to secure the venous needle did not adhere to the patient's skin, which resulted in the venous needle coming out of the access. Access site was not covered and visible to the staff. There was no indication of a malfunction or defect with the connection of the bloodlines. Treatment was discontinued. Patient stopped breathing and went into cardiac arrest, staff called 911, rn began CPR. The patient was given 1000ml of saline, patient then became responsive. Ems team arrived, patient was stabilized and sent to the emergency room. Admitting diagnosis: blood loss anemia, discharge diagnosis: anemia (B)(6) 2017: confirmed with charge nurse that the patient returned to in-center dialysis facility to resume dialysis treatment without further complications. Devices used: fresenius 2008t dialysis machine, combiset bloodlines, optiflux 200nre. Home medications: amitriptyline 100mg, atorvastatin 20mg, bayer chewable aspirin 81mg, calcium acetate 667mg, diltiazem hc1 180mg, fioricet 50-300-40mg, lantus 100unit/ml, novolog flexpen 100 unit/ml, renaplex d, sensipar 60mg, synthroid 50mcg, velphoro 500mg, vitamin d3 5,000 unit.

Manufacturer narrative:
Actual used sample was not available, samples from same lot returned for investigation from factory.

Event description:
The patient has been on hd since (B)(6) 2013 and dialyzes mwf (3x/wk). (B)(6). Per the charge nurse, the technician stated that she went over to the machine because it alarmed, noticed the patient sleeping with her eyes open, called patient's name, no response was received, tech discovered the venous needle about 6 inches out of the patients arm (access), and the patient was unresponsive. Technician found a pool of blood under the patient's chair, about >100 ml. Per the staff the paper tape used to secure the venous needle did not adhere to the patient's skin, which resulted in the venous needle coming out of the access. Access site was not covered and visible to the staff. There was no indication of a malfunction or defect with the connection of the bloodlines. Treatment was discontinued. Patient stopped breathing and went into cardiac arrest, staff called 911, rn began CPR. The patient was given 1000 ml of saline, patient then became responsive. Ems team arrived, patient was stabilized and sent to the emergency room. Admitting diagnosis: blood loss anemia, discharge diagnosis: anemia on 8/14/2017: confirmed with charge nurse that the patient returned to in-center dialysis facility to resume dialysis treatment without further complications. Devices used: fresenius 2008t dialysis machine, combiset bloodlines, optiflux 200nre. Home medications: amitriptyline 100 mg, atorvastatin 20 mg, bayer chewable aspirin 81 mg, calcium acetate 667 mg, diltiazem hc1 180 mg, fioricet 50-300-40 mg, lantus 100 unit/ml, novolog flexpen 100 unit/ml, renaplex d, sensipar 60 mg, synthroid 50 mcg, velphoro 500 mg, vitamin d3 5,000 unit.